Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed on the distal right coronary artery (drca) with heavy calcification, heavy tortuosity and 90% stenosis. The 2.25x12mm trek rx balloon dilatation catheter (bdc) failed to cross the lesion. Therefore, an extension catheter was used, but did not cross the lesion. During removal, resistance was met with the anatomy. The procedure was postpone. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.